Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2015, the patient received a routine heart transplant. The pump was returned for evaluation. During the investigation, a white, soft deposition consistent with biological lining was found inside the pump inlet tube.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months. The pump was returned to the manufacturer for evaluation. The lumen of the inlet tube revealed white, soft deposition consistent with biological lining. The tissue appeared minimally obstructive to the blood flow pathway and did not appear to have contributed to a functional issue. However, the growth appeared to be fairly significant and predominantly on one side of the cannula, which indicates a potential alignment issue. A cause for the formation of this deposition could not be conclusively determined through this evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.